Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/30/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Please clarify the batch of the third damaged product. 2. Status of product return. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration and manufactured date is currently not available. Therefore, the full UDI is currently not available. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch au7385; batch av0535.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During an unknown procedure that a hole in the foil packaging was found during the procedure. Three packages were opened and were found to have holes in the foil. Unknown as to how the procedure was completed. There were no adverse consequence reported. Additional information was requested.